Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was under emergency treatment. Two hours after the cardiopulmonary intubation, the doctor gave an oral tracheal intubation. When the nurse performed a tracheal catheter performance test, it was found that the airbag leaked and immediately gave a balloon assisted ventilation. The tracheal intubation was performed after another tracheal intubation was replaced. The intubation time was affected by the air bag leakage.